Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out in specification in relation to the customer reported upstream occlusion error which was not reproduced. A review of the event history log identified 'upstream occlusion!' Messages. The reported condition was verified. Evaluation observed and tested the pump for the upstream occlusion, and the pump passed the upstream occlusion testing within the specification. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.